Event description:
Pt recd graft in 1/95 as an above-knee femoropopliteal bypass for acute limb ischemia. The graft thrombosed in 1/97 and was successfully treated with thrombolysis and balloon angioplasty. The graft is now functional.